Event description:
It was reported that the customer received a motor error alarm, followed by an off no power notification and then the pump went blank. The customer was prompted to rewind the insulin pump, remove the reservoir, and rewind, and then went dead after starting to pump the motor. The customer's blood glucose was 143 mg/dl. The motor error alarm occurred during a bolus delivery attempt. No significant events leading up to the motor error were noted. Customer was able to complete the rewind sequence. The customer was advised to discontinue use and revert to a back-up plan. The customer had changed the battery and received a battery out limit alarm and an unexpected restart alarm after the insulin pump was reportedly stored or not in use for an extended period of time. Nothing further was reported.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. The pump had a corroded motor home switch. Unable to verify off no power, battery out limit, or motor error alarms due to the blank display. The pump was received with a severely scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.